Event description:
It was reported the patient was unable to enable MRI mode. Diagnostics revealed high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, and patient information.